Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Patient reports corrosion on the battery and in the battery compartment at this time, and is unable to rewind the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: no visible moisture or corrosion in battery compartment or battery cap. Leak test failed due to display lens leak. Opened pump and removed from case. Moisture corrosion on the battery power connection circuits, on several components along one edge of the processor printed circuit, and on the motor flex connector.